Event description:
It was reported by the surgeon to the sales rep, that he had concerns with the screw thread on the restoration conical distal stem. The surgeon reported that when screwing the guide post in before reaming proximally he had experienced one thread snap and the post would not screw in which produced metal debris.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was not confirmed, as the product was not returned for evaluation.

Event description:
It was reported by the surgeon to the sales rep, that he had concerns with the screw thread on the restoration conical distal stem. The surgeon reported that when screwing the guide post in before reaming proximally he had experienced one thread snap and the post would not screw in which produced metal debris.